Event description:
A filter did not appear to open completely following deployment via a jugular approach. A second filter was successfully placed without patient complications. Only the delivery system, sheath and dilator were returned for evaluation. The filter remains implanted in the patient. The delivery system was received and almost fully released. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, without evaluating the entire device co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter....the introducer catheter must be flushed through the opened flush port by frequent injuection or continous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer cathether...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe".